Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed. Analysis inicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. The left ventricular (lv) epicardial lead was also returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.